Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient underwent treatment of abdominal aortic aneurysm with gore excluder aaa endoprostheses. The patient presented with very long and tortuous common iliac arteries. It was reported that the physician successfully deployed the contralateral leg component. The physician removed the catheter correctly, smoothly and without resistance. The physician realized during the ballooning of the device that the leading olive was turning in the iliac side branch in the operative imaging. The physician snared the separated leading olive, pulled it back until the tip of the sheath and removed it together with the gore dryseal sheath from the patient. It seems that due to the patients anatomy, the gore dry seal sheath was kinked a bit. However it was possible to advance the guidewires and the devices. It is assumed that the kink might be the reason where the leading olive got caught. The kink was small and not visible on the images anymore. The procedure was completed as planned. The patient tolerated the procedure. The catheter system and the separated olive were already discarded by the nurse before the fsa could tell her that it would be needed for evaluation.